Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to vibrator motor connector broken black wire. The insulin pump was received with normal operating currents. Also passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s pump was experiencing a vibrate anomaly. Their blood glucose was 6.7 mg/dl at the time of the incident. They said that the pump was no longer receiving the vibrate notifications. During troubleshooting, the customer was assisted with the self-test and the insulin pump passed but they mentioned that it did not vibrate. They were advised to discontinue use of the pump and to revert to a back-up plan per their doctor¿s orders. The insulin pump was returned for analysis.